Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl when using these reservoirs even after given bolus insulin. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated one random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Reservoir was filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded. Evaluated two open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test. Reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. In conclusion the reservoirs were not occluded.